Event description:
The caregiver of a patient reported that the patient was hospitalized at (B)(6) (doctor¿s name was unspecified) with hypoglycemia. The patient had received the message ¿urgent low¿ on their controller, but the exact blood glucose was not reported. The patient wore the pod between 1 and 4 hours on their arm. The reporter stated the patient was ¿floppy and didn¿t respond for 5 minutes.¿ an ambulance was called and the pod was removed in the ambulance. The patient was hospitalized and diagnosed with hypoglycemia. The reporter had given the patient glucose tablets at an unspecified time during the event; however, she could not recall what treatment was provided in the ambulance or at the hospital. The patient was discharged from the hospital after two and a half days on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Field a3b has been updated based off of follow up with reporter on (B)(6) 2025.